Manufacturer narrative:
The key market responder reported that there was no patient involvement when the issue occurred. There was no patient or user harm reported. Insufficient information is available to determine the resolution of the event. The quote provided to the customer was cancelled, and no further actions were performed by philips regarding the battery defect. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
E1 (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator has a defective battery. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported.